Event description:
The customer reported an unknown number of false negative results with the ID now covid-19 2.0 assay performed on unknown dates. No confirmatory test has been performed. No death, serious injury, nor impact was reported. Although requested, information regarding the patient's treatment and outcome was not provided.

Manufacturer narrative:
B3 - date of event: date of event is an estimate as the actual date of the event could not be obtained. D2a - common device name: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings g4 - PMA/510(k) #: this report is being filed on an international product, list number 193-000c that has a similar product distributed in the us, list number 192-000. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Manufacturer narrative:
B3 - date of event: date of event is an estimate as the actual date of the event could not be obtained. D2a - common device name: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings g4 - PMA/510(k) #: this report is being filed on an international product, list number 193-000c that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unknown number of false negative results with the ID now covid-19 2.0 assay performed on unknown dates. No confirmatory test has been performed. No death, serious injury, nor impact was reported. Although requested, information regarding the patient's treatment and outcome was not provided.